Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had therapy settings changed two days ago. Patient has facial numbness and the  health care provider (hcp) would like to scan for possible stroke. The hcp was not sure if the symptoms are related to the device/therapy. MRI guidelines were reviewed for the hcp.